Event description:
It was reported that the insulin pump buttons were unresponsive. Customer stated esc button would not work during bolus. Customer's blood glucose was 130 mg/dl. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to unlocked lcd keypad connector. The device had minor scratches on the lcd window, cracked battery tube threads, cracked reservoir tube lip, and missing end cap sticker.